Event description:
A us distributor returned a monitor and reported the monitor cannot communicate with an electrode belt.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor - does not communicate with belt) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to a damaged open #5 driven ground wire the root cause for the open ground wire could not be positively identified. No adverse event resulted from the damaged monitor.